Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was high as 541 mg/dl. The customer reported that the insulin pump received no delivery alarm and customer reported alarm did not occur during manual prime. It was also reported that he event was resolved by complete set change. The insulin pump will not be returned for analysis.